Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Medical device manufacture date: unknown. Investigation summary: exec summary - no physical device samples were returned. No samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check for (difficult/unable to operate) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 1 unspecified bd¿ syringe was unable to aspirate. The following information was provided by the initial reporter: the customer reported that from properly sealed packages syringes are not drawing the insulin.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 21-jun-2022 h6: investigation summary customer returned (4) loose 1cc, 6mm syringes. Customer states that the syringes are not pulling the insulin. All returned syringes were tested and all were able to draw and expel properly without any observed defects. Unable to perform DHR check for difficult/unable to operate (not drawing) due to unknown lot number. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10

Event description:
It was reported that 1 unspecified bd¿ syringe was unable to aspirate. The following information was provided by the initial reporter : the customer reported that from properly sealed packages syringes are not drawing the insulin.